Event description:
It was reported by the user that during an eviva biopsy procedure on (B)(6) 2026, "our first petite needle lost suction after advancing the needle and radiologist saw some metal particles on the needle tip. Then we placed a second needle that also lost suction mid case. Did try a third needle and was able to finish the case. We are not sure if we lost suction or if the needle did not completely fire." Additional information was obtained from the user, in which it was reported that "the metal pieces were not seen on the imaging; it was only when removing the needle that the radiologist saw them on the tip of the needle." The user further reports that "no metal particles were seen on the patient or in post imaging;" however, "we did have to make a second skin nick on the patient."

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.